Manufacturer narrative:
Investigation summary: with all the available information, boston scientific concludes that product analysis was unable to confirm the reported events of pump dimpling and mechanical issues. DHR review: the device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Technical analysis: upon receipt at our post market quality assurance laboratory, this ams 700 was thoroughly analyzed. The pump was visually and microscopically inspected, revealing no damages. The pump passed all the functional testing performed. Visual and microscopical inspection of the cylinders revealed a hole in the outer tube of cylinder 1. This hole was consistent with sharp instrument damage from explant. Cylinder 1 could not be pressure tested due to the leak identified. Cylinder 2 passed all tests performed. Labeling review: a review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. Investigation conclusion: based on the information available, a conclusion code of no problem detected was assigned to this investigation.

Event description:
It was reported that the patient indicated the inflatable penile prosthesis (ipp) pump felt very hard after working normally for the first three months. During an appointment with the physician, the pump inflated the first time it was tested; however, on subsequent attempts the pump would remain collapsed. Troubleshooting was attempted to no avail by following the instructions on the operating room manual. A replacement surgery was performed in which the existing device was removed and a new ipp was implanted. There were no patient complications associated to the event.

Manufacturer narrative:
Investigation summary: based on the information available, the cause that contributed to the reported pump mechanical issues cannot be established as the product is not available for analysis. DHR review: the device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Technical analysis: the device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Labeling review: a review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. Investigation conclusion: based on the information available, a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient indicated the inflatable penile prosthesis (ipp) pump felt very hard after working normally for the first three months. During an appointment with the physician, the pump inflated the first time it was tested; however, on subsequent attempts the pump would remain collapsed. Troubleshooting was attempted to no avail by following the instructions on the operating room manual. A surgical procedure was scheduled for (B)(6) 2021 but was rescheduled to an unknown date as the facility awaited confirmation if the replacement was authorized. There were no patient complications associated to the event.